Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer explained that on (B)(6) 2017, he had ice cream, drove for 40 minutes and received a high glucose alert when his blood glucose level went up to 400 mg/dl. The customer stated he changed the set and treated with manual injection. He then again experienced high blood glucose the morning of the call. Blood glucose was 468 mg/dl at the time of incident and 438 mg/dl at the time of the call; treated with injection and the insulin pump. Troubleshooting was performed and no air bubbles, leaks, site, insulin or settings issues were found. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per doctor's instructions. The insulin pump will not be returned for analysis.